Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had felt tired and checked their pulse and reported it to be 48 bpm, which was lower than the programmed lower rate. The device remains in use. Additionally, the patient reported feeling lightheadedness and vertigo.